Manufacturer narrative:
(B)(4). Labeling is na for this code. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2011. During the procedure, the lights on the motor drive unit started flashing and the disposable handpiece began jerking. The device was disconnected and reconnected but continued to respond the same way. During the procedure, the patient's incision was made larger so the fibroid could be removed.